Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly, the customer had manual injections as alternate insulin therapy.